Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked during therapy on the homechoice (hc) device. The technical service representative (tsr) assisted the home patient (hp) in ending therapy. During follow up with the registered nurse, it was reported that the hp's transfer set was replaced as a result of the event and the hp's therapy has been going fine since the event. There was no patient injury or medical intervention associated with this event. Additional information was requested but is not available.